Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, also reported, capsular contracture, baker grade iii and deformation. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 25jul2024.

Event description:
Explanting physician reported right side device rupture. Healthcare professional also reported capsular contracture, baker grade iii and deformation. The excised capsule was sent to pathology which found: "focal dystrophic calcification in sclerosis" device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Deformation : no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported capsular contracture, baker grade iii and deformation. Device has been explanted and replaced with a non-abbvie device.

Event description:
Explanting physician reported right side device rupture. Healthcare professional also reported capsular contracture, baker grade iii and deformation. The excised capsule was sent to pathology which found: ¿focal dystrophic calcification in sclerosis¿ device has been explanted and replaced with another manufacturers device.